Event description:
Zoll customer support contacted a (B)(6) male patient to exchange his monitor. The patient's download revealed a service code (B)(4) - multiple abnormal shutdowns. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem ((B)(4)) has been confirmed. As received, the monitor was fully functional. Upon further evaluation, however, the unit began resetting. The cause of the abnormal shutdowns and resets is an intermittent failure at bga (B)(4) (dsp) on computer analog (ca) board sn (B)(4). The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective ca board components. The patient received a replacement monitor.